Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon deployment of the valve, it was observed that the valve was constrained at 80% deployment. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was once again observed that the valve was constrained at 80% deployment. Subsequently, the valve was recaptured and withdrawn from the patient, and a balloon aortic valvuloplasty (bav) was performed. A new valve was opened and successfully implanted into the patient. Of note, a 15 minute procedural delay occurred as a result. Per the physician, the patient's calcified anatomy contributed to the valve expansion issue.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.